Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to corrode the motor home switch. Unable to perform operating currents, self-test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test and displacement test or verify low battery alarm, no delivery alarm due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump had unexplained no delivery alarms. The customer¿s blood glucose was unknown. The customer also stated that battery life diminished. The customer declined for troubleshooting. The insulin pump will be returned for analysis.